Event description:
Info alleged that the casters lock in place but the casters swivel slightly. No injury reported.

Manufacturer narrative:
Technician found that the casters would lock in place but would swivel slightly due to bad casters. Replaced the casters to resolve this issue.